Manufacturer narrative:
The investigation did not identify a product problem. Due to the limited data and information provided, the cause of the event could not be determined.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys testosterone ii assay result for one patient sample tested on the cobas e 411 analyzer (disk system). The initial result was 1.41 ng/ml. The repeat result was 0.659 ng/ml. The test was repeated as the initial result was questioned by the physician. The repeat result was deemed correct.